Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a total hip arthroplasty in 1997. Subsequently, a revision procedure was performed on an unknown date to remove the modular head and acetabular liner due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty in 1997. Subsequently, a revision procedure was performed on an unknown date due to poly wear.